Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387, product type: lead. Product ID: neu_adaptor_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer underwent an implant procedure recently. The consumer claimed that impedance value exceeded normal range and was a bit high. There were was no particular troubleshooting performed and/or actions/interventions taken/planned. The issue was not resolved at the time of the report. The consumer¿s underlying disease was noted as parkinson¿s disease. Additional information received from the representative noted visiting the hcp on (B)(6) 2017 and obtained telemetry data on the problem.